Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high/undefined rv and superior vena cava (svc) coil impedances. A lead fracture was suspected. The physician decided not to replace the lead due to the patient's age and condition, and the lead alerts were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.